Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb). The vent then passed the required tests and calibrations. (B)(4).

Event description:
A report was received that stated, during patient use, an 840 ventilator experienced a malfunction. The customer reported that a graphic user interface (gui) display failure occurred resulting in error code xp0087. The ventilator also went inoperative. The patient was removed from the ventilator and placed on an alternate ventilator.